Event description:
At approximately 1425 hours, while attempting to staple across an artery with the endo gia device (stapler), the staple load appeared to misfire. After releasing the stapler, the artery bled as if it had just been cut, not stapled. When looking at the specimen and staple load at a later time, it looked like only one side of the staple load fired. The estimated blood loss (ebl) after firing the stapler went from 200cc to 1000cc. After not being able to get control of the bleeding with suction and anesthesia not being able to find a pressure with the arterial line or carotid pulse, doctors decided to emergently open the patient. Once open, they were able to visualize the bleeding, get it under control and see that there was only one row of staples where they resected the specimen. I have never seen this particular misfire. It seemed to fire fine, but when it cut, there was immediate hemorrhage and what we found when we opened was the distal (right) side had two rows of staples and a clean cut edge and looked like it should, and the left side had no staples and was cut. Of course, this was the proximal side of the artery, so she almost exsanguinated.